Manufacturer narrative:
The lens was not returned. Only the assembled lens case and the associated company cartridge were returned inside the carton. An inadequate amount of viscoelastic was observed in the cartridge. The cartridge wings display evidence of being placed into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. The questionnaire indicated that the lens remained in the injector less than two minutes before implanting. Information was provided on the questionnaire that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The file indicates that the lens remains implanted. The associated cartridge was returned and evaluated. The root cause for the reported complaint if "small peripheral crack" may be related to a failure to follow the IFU. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implantation procedure, a small peripheral crack was noticed in the central optic of the iol. The iol remains in situ in vivo. Additional information received stated that there was no patient harm.